Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another device. The patient reported that on (B) (6) 2009 at approximately 11:00 am, he obtained blood glucose readings of "422 mg/dl" with the subject meter and "187 mg/dl" on another device (onetouch ultra2), performed less than 10 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results does not meet the expected value of <=30%. The cca noted that the patient is on an insulin pump. As a result of the alleged high results, the patient claimed he took an increased dose of novolog insulin on several different occasions; however, denied developing symptoms. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique and that the subject meter was set to the proper code number. The patient reported that he cleaned the puncture area with an alcohol swab, but confirmed the alcohol dried off before puncturing the site. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.